Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that from the submitted information, it was presumed that the image was not displayed because the video communication could not be transmitted to the processor due to the cable breakage. The legal manufacture checked the product shipment record, but there was nothing wrong with the device. Cable breakage is believed to be due to user handling. The legal manufacturer reported that regarding cable damage, when checking the contents of the instruction manual at the time of product shipment, the following description was found. As a result, it was judged that the indicated phenomenon can be prevented. · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The device was returned to service center for evaluation. The customers complaint of ¿no image¿ due to faulty cable unit. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, there was no image observed on the display. There was no patient involvement reported.